Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, left ventricular (lv) lead, and right ventricular (rv) lead were explanted due to infection. Sepsis was seen in the patient. No additional adverse patient effects were reported.